Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The surgeon was applying the fourth clip on the tissue for additional securing when a second clip fell unformed into the patient. Attempted to locate the clip, retrieved but before removal the clip was dropped and it could not be located. No x-ray or testing was used to locate the clip. The clip was above the liver bed with a lot of surrounding tissue and the surgeon felt it was not an issue. Another device was not required for the procedure and the case was completed as normal. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).